Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges patient had pain after asr hip implant. Doi: (B)(6) 2009 (left hip). Dor: none reported. Patient is resident of (B)(6). Update 4/1/13 - ppd received. Part/lot has been updated. There is no new information that would change the outcome of the investigation. Update 9 jan 2015 - der rcvd. Updated dor, surgeon and sales rep details. Update rec¿d 2/23/2015 - medical records received. Patient revised to address fluid, alval, a pseudotumor and elevated metal ion levels ((B)(4)). Upon revision, yellowish tan synovial fluid and "sawdust" appearing soft tissue were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 03/04/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).